Event description:
It was reported that the insulin pump had a blank display whenever it was in a warm area. The blood glucose reading was 227 mg/dl. The customer stated that she had received multiple battery caps, which worked for a while, but she said not it does not seem to work. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip and a cracked case near the display window corners were noted during the visual inspection. The insulin pump was monitored in a 50c oven and all operating currents were within specified range. No blank display was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.